Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states.the event occurred in (B)(6).

Event description:
Customer reported her meter has a defective results display. Patient says that she administered an unspecified amount of insulin based on a result obtained and that, after an unspecified time, her son noticed that she was confused. He performed a test which gave him a result of 18 mg/dl. He called the ambulance and his mother went to the hospital unconscious. Patient had glucose administration at the hospital. She is not able to relate the amount or type of insulin administered. She was hospitalized one day. During the phone call, the caller stated that the device is missing one digit from the results display and it only shows the last two digits. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.